Manufacturer narrative:
Additional system components involved in this adverse event include: item #pxc121200/ lot #04826437/ UDI #(B)(4). H.6. Results code 1 updated. H.6. Results code 1: code 213 ¿ the review of the manufacturing paperwork verified that the lots met all pre-release specifications. H.6. Conclusions code 1 updated. H.6. Conclusions code 2 added. H.6. Conclusions code 2: code 22 - according to the gore® excluder® aaa endoprosthesis instructions for use (IFU), potential device or procedure-related adverse events that may occur and/or require intervention include, but are not limited to, endoleak.

Event description:
On (B)(6) 2008 the patient underwent endovascular repair of an abdominal aortic aneurysm using gore® excluder® aaa endoprostheses. On (B)(6) 2019 the patient presented with a possible endoleak according to ultrasound diagnosis. The physician completed an angiogram that did not identify an endoleak. Reportedly the device appeared to be in good position from the original repair, and the aneurysm sac size appeared to be stable. It was reported that the physician suspected possible endotension. The decision was made to reline the original implanted gore® excluder® aaa endoprostheses. Reportedly 4 aptus endoanchor devices were placed at the proximal portion of the original trunk-ipsilateral leg component. The device was then relined with a pla230300 aortic extender component which was placed above the flow divider of the original main body. Both limbs were also relined. A plc141400 contralateral leg component was used to reline the original ipsilateral limb, located on the patient's right side. A plc121400 contralateral leg component was used to reline the original contralateral leg component located on the patient's left side. It was reported that implantation was completed without incidence. There were no further reported issues. The patient tolerated the procedure.